Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site which was described as very tender and sore. The physician stated that the reason why it was tender was because the ipg was placed on a muscle. It was also noted that the patient was experiencing inadequate stimulation and was having difficulty charging. The patient underwent an ipg replacement procedure and was doing fine postoperatively.